Event description:
It was reported that during a da vinci surgical procedure, a prograsp forceps instrument was not grasping tissue. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. This the customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.